Event description:
The pt stated they had an MRI on march 15th. Pt stated the MRI was due to a lump on the spine where either the nevro scs leads were or the medtronic catheter, she was not sure which. Pt stated the lump was noticed sometime in february "maybe about the 10th? But not sure" and the lump was causing her a lot of pain. Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).